Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim. It was reported there was no patient involvement at the time the issue was discovered.device evaluation and repair are pending.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the screen was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screen was dim. Per good faith effort (gfe) response, the repair was cancelled. No further information provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the screen was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the screen was dim. The reported issue was confirmed. A replacement of the user interface (ui) assembly was determined to be required. Per good faith effort (gfe) response, the repair was cancelled. The device will be returned back to the customer with no repair per request of the customer. The repair was cancelled. The device will be returned back to the customer with no repair per request of the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.